Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 503 mg/dl. The customer was treated for high blood glucose with pump and manual injection. Customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 533 mg/dl. The customer cause of emergency room visit was high blood sugar. Customer was treated with IV drip. Customer was wearing the pump at the time of emergency room visit. The customer blood glucose was down to 250 mg/dl and could go home. The customer was assisted with performing the high pressure test and test complete, passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.